Event description:
Catheter was placed in right cephalic vein without difficulty on 11/1/94 at 13:30. IV team evaluated and attempted to remove catheter. Significant resistence met when trying to remove. Catheter, after many attempts was removed at 8:00. Catheter appeared to be stuck; questionably secondary to pt/catheter reaction. Heat and rest resolved remaining phlebitis over 2-3 days.